Event description:
The physician reported to medtronic mis that contour embolic (150-250 microns, 50:50) was being injected and suddenly the particles came out of the sideholes as seen by the x-ray fluoroscopy. The pt was reported to be okay.